Manufacturer narrative:
Follow-up #1: date of submission 30-nov-2017 device evaluation: the device has been returned and evaluated by product analysis on 03-nov-2017 with the following findings: during investigation, the pump powered on with the returned battery cap. The keypad rubber was intact and there was no peeling or tearing. All the keys were responsive. The keypad was removed and there was no contamination found under the key contacts. The pump case was removed and the pump was disassembled. The keypad flex cable was fully inserted into the keypad flex connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.